Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous superior mesenteric artery that is 80% stenosed. An 8.0x39mm omni elite balloon-expandable stent (bes) system on a 0.035 non-abbott guidewire, met resistance with anatomy and was unable to cross the lesion. Upon removal of the guide wire, imaging revealed that the stent was partially dislodged; however still remained on the delivery system. A new guidewire and new omnilink elite bes was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.